Manufacturer narrative:
Clarifications to e.1.: phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "small nodule", "rupture", "intracapsular rupture change in format, spillage¿, and ¿silicone with echogenic lines, which may suggest rupture". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been removed and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/07/2024.

Event description:
Healthcare professional reported right-side "small nodule" and "rupture." The device has been removed and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of visibility/ palpability/rupture was requested on april 10, 2024. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Visibility/ palpability: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right-side "small nodule" and "rupture". The device has been removed and replaced.